Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level over 600 mg/dl. The customer was treated with manual insulin injections, and was released from the ER 8 hours later with no permanent damage. The cause for the reported issue was unknown. Recommendation was made to discuss diabetes management with a health care professional.